Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the fm appears to be a sliver of cardboard, which presumably was present when the syringe arrived on site from its manufacturer.

Event description:
It was reported that foreign matter was found in the bd vacutainer® critical care syringes. No injury or medical intervention reported.